Manufacturer narrative:
(B)(6). Manufactured august 25, 2015 ¿ august 26, 2015. One intermate unit was received for sample evaluation. A visual inspection on the unit via the naked eye noted a ruptured bladder. A microscopic inspection was performed with no issues noted that would cause or contribute to the reported issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause was not determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of an xlv intermate ruptured at the end of the infusion. The intermate was filled with 15gr of alfalastin and diluted with eppi for a fill volume of 500 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.